Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment regarding the head being "bad" as it did interrogate was required however it was noted that the cable insulation was damaged. The head was to be sent on for repair and restock.

Event description:
It was reported that the radiofrequency programmer head was "bad." The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.